Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon inflated asymmetrically (95% to 5%) ratio. The user tried to troubleshoot by inflating and deflating, but the results were the same. Upon arrival of the sample on (B)(6) 2020, there were two catheters packaged together, and a second complaint was opened for the additional catheter mentioned in an email on 20feb2020. It was reported as an asymmetrical balloon as well.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way foley catheter was received. Visual evaluation noted no obvious defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 100:0. This was a confirmed failure, which stated the concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Active length of the catheter balloon was measured (0.6405") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be low mold temperature. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter balloon inflated asymmetrically (95% to 5%) ratio. The user tried to troubleshoot by inflating and deflating, but the results were the same. Upon arrival of the sample on 25feb2020, there were two catheters packaged together, and a second complaint was opened for the additional catheter mentioned in an email on 20feb2020. It was reported as an asymmetrical balloon as well.